Manufacturer narrative:
The device was not returned and could not be evaluated. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. A lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. The complaint could not be confirmed. (B)(4)

Event description:
It was reported that on (B)(6)2017 when trying to insert the intra-aortic balloon (iab) on ami patient, iab was unwrapped and difficult to insert. The iab was replaced to continue therapy. There was no harm or injury to the patient.